Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the distal set-up joint (dsuj). The system was verified and ready for use. The unit was analyzed and error 23210 was also found but on the suj proximal, not distal. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where it triggered error 23210 indicating that the amp high-side switch test failed. The unit was also tested on a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Dsuj 2: the unit was analyzed and upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where it functioned as expected. The unit was also tested on a pftp where it passed all relevant tests with no log errors. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted surgical procedure, before roll-in, the second arm turned orange and error 32100 occurred. Troubleshooting began with a hard power cycle, but error 23210 then appeared and persisted despite multiple restart attempts. Universal surgical manipulator (usm) 2 was subsequently disabled, and the operation proceeded using three arms. The procedure was completed laparoscopically.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (psuj) for failure analysis investigation. The unit was analyzed and error 32100 was confirmed indicating that the acu board reported a voltage monitoring fault. Upon visual inspection, no issues were found related to the reported event. Installed the proximal onto a golden system where no faults occurred in normal mode and the unit functioned as expected. Tested the proximal on a patient side crat fixture test platform (pftp) where it passed all relevant testing. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
Refer to h11 for follow-up information.